Event description:
Event description cpi received information that a few days after implant this atrial bipolar porous lead (4271) had dislodged. The (4271) was explanted and a pacesetter active fix lead was implanted. At this same procedure also noted was the passive fix ventricular lead had dislodged, it was successfully repositioned.